Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis on unknown date. Customer had a site infection and was also infected by covid. It was unknown that customer was using insulin pump or not. The insulin pump will not be returned for analysis.